Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation in used condition, decontaminated and with its original packaging opened. Visual testing was performed. Visual inspection found no damage was observed on cap or luer and there was no other issues that could prevent the correct attachment of parts. The root cause of the reported issue was found to be that operator did not turn the male cap p/n 30-3081 completely into the female luer p/n 31-1049 thus provoking the detachment during shipment. The returned sample consists of one cassette product from p/n 21-7302-24, l/n 3949579 the product was received in used conditions, decontaminated, with its original packaging opened. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination. White cap was detached and loose inside the package. No damage was observed on cap nor luer or other issues that could prevent the correct attachment of parts as evidence by picture below

Event description:
It was reported that immediately after opening the package, the customer noticed a white cap was detached. No patient injury was reported.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07919 is no longer considered reportable, please disregard any MDR reports associated with it.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File cc-0083769 is no longer considered reportable, please disregard any MDR reports associated with it.